Manufacturer narrative:
This report is submitted on february 17, 2022.

Event description:
Per the clinic, the patient underwent a skin revision surgery under general anaesthesia on (B)(6) 2022, in order to replace the old abutment with a longer one.